Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg) as the ipg was tilted in the pocket. The patient underwent a revision procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2024.